Event description:
It was reported that pump display completely detached from the pump, which prevented customer from reading and interacting with the touchscreen. There was no adverse impact to the customer¿s blood glucose level. Customer reverted to an alternate method of insulin therapy.